Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The user reported that no loose connections were identified in the unit. The control panel has been returned to sorin group UK for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp experienced a short-term power outage during a procedure. The outage lasted 10-15 seconds. There were no power failures noted on the other devices in use. There was no patient injury.